Event description:
It was reported that during implant the device was in backup vvi status. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported event of backup vvi mode was confirmed in the laboratory. The cause of the backup vvi mode power on reset was believed to be caused by external defibrillation during the attempted implant when the device failed to provide effective therapy after vf induction. The high voltage electronic circuitry of the device was evaluated using the automated test equipment system. Damage to the hv circuity was confirmed.